Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed gradual rise in pacing lead impedance (pli) measurements up to greater than 2000 ohms. Boston scientific technical services (ts) discussed the possible reasons these observations occurred. The health care professional (hcp) sent in save to disk for review and the gradual rise in pli measurements were confirmed. Additional information was obtained and indicated that the source of this clinical observation was not determined. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.